Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 01-sep-2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a peak blood glucose value of 505 mg/dl after eating without making a timely meal announcement. The user remained connected to the device, and insulin delivery continued to regulate glucose. No outside medical intervention was required.